Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having high blood glucose of 375 mg/dl. During troubleshooting, customer reported that infusion set was not adhering and was very dry. Customer did not wear lotions. Customer declined further troubleshooting due to having bent cannula.